Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011: patient was pre-operatively diagnosed with: lumbar spinal stenosis with lumbar spondylosis. Neurogenic claudication at t12-l2, t12-l1, l1-l2. Large disk herniation in this upper lumbar region and prior arthrodesis l2-s1 and underwent following procedures: evaluation of prior arthrodesis of l2 through s1 to assess for stability for add-on fusion at l1-l2. Removal of segmental pedicle screws from l2-s1. Decompressive lumbar laminectomy at t12 with lateral recess decompression and foraminotomies. Far lateral decompressive, laminectomy of t12 with bilateral facectomy and foraminotomy, lateral recess decompression as well as small portion of pedicle removed at t12 to gain further access laterally to the disc space as well as the nerve roots. A far lateral decompressive lumbar laminectomy at l1 with facectomy and foraminotomy and lateral recess decompression as well as small portion pedicle removed to gain access to the l1 nerve roots bilaterally. Far lateral decompression of l2 with lateral recess decompression foraminotomy. Posterior lumbar interbody arthrodesis at l1-l2. Posterior lumbar interbody arthrodesis at t12-l1. Posterolateral fusion at t12-l1. Posterior arthrodesis at t11-t12. Posterolateral arthrodesis l1-l2 as well as posterolateral arthrodesis l2-l3. Placement of peek interbody prosthetic spacer at t12-l1. Placement of peek interbody prosthetic spacer at l1-l2. Segmental pedicle screw fixation t11-s1 using fixation pedicle screws. Use of allograft and autograft bone for the arthrodesis. Placement of epidural catheter in the upper lumbar region for continuous postoperative pain control. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.